Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The unit was analyzed and upon visual inspection, pin inside the receptacle appeared damaged possibly related to the reported event. The ec was installed into the golden system where the system failed to receive and camera signal from the endoscope. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour, however the ec could not generate any image onto the system. Once testing was completed connecting issues consisted to dcib errors related to the original complaint were found. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical issues resulted from a faulty dcib assembly located within the ec.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope controller; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the camera would not power on. The surgeon reportedly reseated the camera, attempted to use a different camera, and ultimately elected to swap out the vision side cart to continue. There were no reports of patient injury.